Event description:
See MFR. Rep. # 3007566237-2011-09141 for previous device issues. It was reported that the patient was implanted with her second device for approximately four months. During this time the patient felt an increasing shocking sensation and had many reprogramming to try to solve the issue. The feeling of being electrocuted from the inside out increased in intensity to the point the patient was driven to the floor when device was on. The patient was eventually told the leads had migrated and device would have to be removed and re-implanted. The patient was hospitalized for nine days and had two wounds that required packing three times a day over a period of three months to close. The patient was bedridden again. Unable to follow-up with contact information provided, no additional information was obtained.